Event description:
A malfunction alarm identified as malf 12 was reported by the customer, but no notable events occurred prior to this issue, and it was uncertain whether the malfunction impacted the customer¿s blood glucose level or caused it to exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and the issue did not recur afterward. The customer was advised to continue using the pump and to contact technical support if the malfunction code reappeared, which the customer understood and acknowledged.